Event description:
Procedure: appendectomy. According to the reporter: during use, the white part on the tip of the device partly disengaged. The fallen piece could be retrieved. Another device was used to complete the case.

Manufacturer narrative:
(B)(4).